Manufacturer narrative:
The investigation determined that a (B)(6) was obtained from a patient sample using vitros ahbc reagent with a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be established. The event was isolated to a single patient sample. There is no evidence to suggest an instrument malfunction or performance issue with vitros ahbc lot 2190 contributed to the event. It is likely that an unknown interferent was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained (B)(6) from a single patient sample using vitros ahbc reagent with a vitros 3600 immunodiagnostic system. The (B)(6) when compared to a reactive (B)(6) using a non ortho method and other (B)(6) marker testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The (B)(6) was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).